Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the pump¿s battery compartment was damaged. Additionally, it was noted that there was moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/12/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a visual inspection of the pump revealed moisture in the battery compartment. A leak test was performed which revealed a leak at a crack in the battery compartment. The pump case was opened and no further evidence of moisture was observed inside the pump. Unrelated to the complaint, investigation revealed a dim, discolored display. Also unrelated to the complaint, a tear was observed in the audio bolus button cover. The audio bolus button functioned appropriately.